Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging history/settings issue with the pump. The patient claimed that he was getting an exceeds max tdd alarm that started at 1:00 pm that day. Since that time, the patient was reportedly receiving 0.0 unit boluses. The patient indicated that his blood glucose (bg) levels had been higher than normal. His normal bg levels range from "120-140 mg/dl." Since the previous evening, the patient claimed that his bg's were in the "400's" mg/dl. During the call with animas, his bg level was reportedly at "375 mg/dl." The patient indicated that he had symptoms of slight vomiting, nausea, an unspecified vision problem, and a dry mouth. He did not test for ketones. He denied having chest pain or shortness of breath. The patient did not report seeking or receiving medical intervention. Through troubleshooting, the anm representative involved in this contact noted there was no evidence of a mechanical problem with the pump. The pump's date/time were correct. The prime history showed no significant prime volumes. The pump was not suspending on it's own. All boluses were accounted for and added up with the tdd. The patient was able to prime insulin out of the end of the tubing while disconnected. No issues were observed with the patient's site, set, or cartridge. He also denied observing leaks or air bubble issues. The patient's insulin was not expired. His last site change was at 1:06 am the previous night. The patient was instructed on increasing the pump's limits so that he would be receiving insulin until midnight. He was also instructed to change the limit back to the previous setting of "65" the following day. No subsequent bg excursions were reported by the patient to anm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.